Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received. 1 event was duplicated. 1 device was found to be affected by gritty bearings. Correction: 2 events were redacted by the customer. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 63 </noe> malfunction events in which the device overheated. 22 events had patient involvement with no patient impact. 33 reported events had no patient involvement or patient impact. 8 reported events had unknown patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 65 events were reported for this quarter. 63 devices were received for evaluation; 36 events were duplicated during testing. The reported event was not duplicated during testing for 17 devices; however, the devices were outside specifications. 35 devices were found to be affected by worn components. 18 devices were found to be affected by worn and corroded components. 4 devices were found to be affected by worn and damaged components. 1 device was found to have damaged components. The reported event was not confirmed for 9 devices; the devices were found to be within specifications for the reported event. 1 device evaluation is in progress. 2 devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 65 malfunction events in which the device overheated. 22 events had patient involvement with no patient impact. 35 reported events had no patient involvement or patient impact. 8 reported events had unknown patient involvement or patient impact.